Event description:
It was reported that the heater bag became disconnected from the cassette line during dwell one on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.